Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the left ventricular (lv) lead had high thresholds. The lead was found to have pulled back; but not fully dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.